Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to failures of the video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center occasionally had no image when connected to endoscopes and is normal after being rebooted. The issue was found during preparation of use of a diagnostic laryngoscopy testing. There was no delay, the patient was not under anesthesia, and the procedure was completed using the same set of equipment. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a failure of the scope socket led to the malfunction. Olympus will continue to monitor field performance for this device.